Event description:
International customer reported that a patient underwent a hepatic lobectomy and pancreatoduodenectomy in early 2009. The surgeon reports causing damage to the superior mesenteric artery during the surgical dissection of the vessel from surrounding tissue. Four surgical drains were placed at the termination of the procedure. The tip of the surgical drain placed at the pancreatic tail was cut by the surgeon prior to placement. Bleeding was observed from the drain insertion site at the right diaphragm 42 hours after placement, however, no bleeding was noted from the drain placed at the pancreatic tail. The surgeon then milked the drain and bleeding was then noted. The patient went into cardiopulmonary arrest ten minutes later. The surgeon successfully resuscitated and stopped the bleeding two times, however, the patient expired. The surgeon states that the surgically damaged superior mesenteric artery was punctured by the cut / altered drain placed at the pancreatic tail.

Manufacturer narrative:
Conclusion: user error contributed to the event. The event occurred as a result of the unintentional puncture of an already damaged / surgically compromised mesenteric vessel following placement of the drain that was modified from its original configuration. The product insert directions for use indicate that care must be exercised to avoid damage to the drain; the surgeon damaged/modified the drain from its original configuration.